Event description:
It was reported the pt had lost stimulation. Pt underwent surgical intervention to explant and replace the ipg. The pt reported effective coverage. The issue was resolved.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.